Event description:
Failure of a needle safety sheath. Multiple employees have reported defects with the tk md safety needles (lot#20210114; expiration 1/14/26; 25 gauge; 1-inch needles). The active the safety sheath to cover the exposed needles, however, the slightest pressure on the safety sheath will dislodge the sheath and expose the needle. Following reports from employees, I had a nurse manager pull a box and test manually. Out of the 4 needles, she was able to replicate the issue on 2 of them (after the safety sheath activated, she could easily move the safety sheath back out and expose the needle). No needle stick injuries have been reported; however, our staff have escalated this issue for reporting. This needle supply is being provided by the (B)(6) health authority as part of the ancillary supply kit with the covid-19 vaccines. FDA safety report ID # (B)(4).